Event description:
The complaint is reported as "catheter rupture" during use. No patient injury or complication reported. No report of delay in therapy. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos and one video for evaluation. Visual inspection of the photos and video confirmed the catheter body was ruptured distal to the juncture hub. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not exceed 5 injections or catheter's maximum recommended flow rate located on product labeling and catheter luer hub to reduce risk of catheter failure and/or tip displacement." The complaint was confirmed by the three returned customer photos and video. They revealed a rupture in the catheter body distal to the juncture hub. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The customer provided three images and a video showing a PICC catheter. A hole can be observed on the catheter body. The customer also returned one PICC catheter for analysis. No definite signs-of-use were observed; however, the catheter body was intentionally severed 21cm mark. The severed portion was not returned for analysis. Upon failing functional testing (see below), the catheter was observed to have a hole in the distal extension line, which was directly adjacent to the luer hub. No defects were found on the catheter body, which indicates the customer-supplied photos were not of this sample. The catheter body length from the juncture hub to the point where the body was severed measured 7.75" , which indicates that at least 8"-8.25" of the catheter body was severed and not returned (per the catheter graphic). The extension line outer diameter measured .0935", which is within the specification limits of .093"-.097" per the extension line extrusion graphic. The extension line inner diameter measured .056", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. The extension line was initially flushed to ensure no blockages were present. With the distal end of the catheter occluded, the extension line was pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, water leaked from the hole. Performed per IFU statement, "flush after each use with normal saline or in accordance with hospital/institutional protocol". Despite the damage, a manual tug test confirmed the extension lines were fully secured within the luer hubs. A device history record review was, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The customer report of a leaking extension line was confirmed through complaint investigation. Visual and functional analysis revealed that the catheter extension line contained a hole directly adjacent to the luer hub. Despite this, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "catheter rupture" during use. No patient injury or complication reported. No report of delay in therapy. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "catheter rupture" during use. No patient injury or complication reported. No report of delay in therapy. The device was removed and replaced. The patient's condition is reported as fine.